Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the stapler with an adapter, was unable to fire the fire black staple load that was going to be fired on the distal portion of the stomach. Although the surgeon was able to press the green button and squeeze the handle. Another unit was used to complete the procedure. No patient injury.